Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and as mentioned on the technical support notes no issue noticed with the ventilator function, unit functioned as designed. Root cause of failure was not determined as no failure detected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer tested the unit with a lung test and the problem did not occur, but when it was used on another patient, the problem recurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us read 0 vt while on the patient. Furthermore, there was no patient harm associated with this event.